Manufacturer narrative:
Concomitant medical products: 4968-35 lead implanted: (B)(6) 2007, c4tr01 crt-p implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing nerve and diaphragmatic stimulation. The right atrial (ra) lead exhibited oversensing. The right ventricular (rv) lead unstable thresholds and variance in impedance. The left ventricular (lv), ra and rv leads were capped and replaced. No further patient complications have been reported as a result of this event.